Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one (1) hp microbore cath ext set with one-link needlefree IV connect in which a no flow situation was observed. This occured during an infusion with a spectrum pump at approximately 100 ml/hr while infusing saline. It was reported that the pump alarmed occlusion and flow restriction was observed almost immediately after connection. The nurse disconnected the pump set from the new one-link extension set to trouble-shoot the flow restriction. When she disconnected the set from the one-link connector, the fluid in the connector & extension set squirted out of the cap toward the patient. She said it seemed as if there was back pressure. When she reconnected the pump set to the one-link the flow was fine. There was no patient injury or medical intervention associated with this event. No additional information is available.